Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the operating table.the baxter technician thoroughly inspected the table and was unable to duplicate the reported issue. The table functioned as designed. However, if the reported event of a surgical table had a slight wobble when in the locked position , it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A other health care professional contacted technical service to report that operating table trusystem 7000 dv surgical table had a slight wobble when in the locked position.there was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.